Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant high thresholds and variable impedance were noted on the right ventricular (rv) lead. It was also reported the implantable pulse generator (ipg) moved in the pocket and removed slack from the leads. The ipg was revised and sewn into the patient's muscle, and the leads and ipg remain in use. No patient complications have been reported as a result of this event.